Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus deliveries. Tandem technical support (cts) educated the customer in regards to occlusion alarms and how an occlusion alarm affects bolus delivery. As the occlusion alarms had occurred in the past and supplies had been changed, cts was unable to perform a system check to determine a possible cause of the occlusions. The customer experienced a blood glucose (bg) level ranging between 40-50mg/dl. The customer believed the low bg level was directly caused by the amount of boluses they had to deliver due to the occlusion alarms. The customer consumed sugar tablets to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. The customer reported that the pump would continue to be used for insulin therapy.